Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removed") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 3065 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). On (B)(6) 2018 she underwent hysterectomy ("uterus removed"). On (B)(6) 2016, the medical device removal had resolved. On (B)(6) 2018, the hysterectomy had resolved. The reporter considered hysterectomy and medical device removal to be related to essure administration. The reporter commented: the reporter mentioned that as a result of the symptoms, she hindered in her normal daily functioning, and I suffer damages. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removed") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 3065 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). On (B)(6) 2018 she underwent hysterectomy ("uterus removed"). The patient was treated with surgery. On (B)(6) 2016, the medical device removal had resolved. On (B)(6) 2018, the hysterectomy had resolved. The reporter considered hysterectomy and medical device removal to be related to essure administration. The reporter commented: the reporter mentioned that as a result of the symptoms, she hindered in her normal daily functioning, and I suffer damages. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-dec-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.